Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation a titan touch and two cylinders were received for evaluation. However, because qa's examination of the returned components may not conclusively confirm or disprove the report of crossover, qa accepts the physician's observations of such as the reason for return. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the cylinders and pump were removed due to crossover.